Event description:
Customer's mother reported via phone call that customer had low blood glucose possibly due to over-delivery. Customer's blood glucose at the time of call was 114 mg/dl. During troubleshooting, it was found that customer gets more insulin than on others. Caller replied that it was due to some days customer eats more than others. Caller requested for insulin pump to be replaced.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump was unable to perform the occlusion and excessive no delivery test due to not being able to prime. The insulin pump programmed with multiple basal rates and bolus deliveries and all registered or delivered properly in the daily total history noted. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.